Event description:
The dealer reported that the weld that attaches the arm socket to the chair is broken. This could cause instability in the chair and there is potential the chair may not maintain its intended weight bearing status and support the user.